Manufacturer narrative:
The customer's returned strips had expired on 30-jun-2021. Investigation was not possible due to the returned strips being expired. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2021, the result from the laboratory at 3:00 pm was 3.2 inr. The result from the meter at 6:39 pm was 4.9 inr. On (B)(6) 2021, the result from the laboratory at an unrecalled time was 2.5 inr. The result from the meter at 2:58 pm was 3.3 inr. The therapeutic range is 2.5-3.5.